Manufacturer narrative:
Correction: updated annex f code (f26). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000518, version: 4.0.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for stealth auto guided laser interstitial thermal therapy procedure. They were completing a stealth auto guided laser interstitial thermal therapy procedure. The patient was registered using the imaging system auto-registration process on the imaging system at the mater hospital brisbane. They were completed and the scan merged with a computed tomography (CT) and 2 magnetic resonance (mr) scans which already had the surgery plan on them. The procedure was completed using the stealth auto guide, placing the bone anchor to 0.2mm error to target. The max error that was seen in the procedure was 0.5mm. The anchor was secured and the surgeon requested a check imaging system spin prior to heading to magnetic resonance (mr) to complete the laser ablation. They completed a 40cm field of view (fov) high definition (hd) scan and again merged this with the previous scans/plan to check if placement was on target. It was then found that we had a 3mm deviation from the plan, not from the target, but a parallel error across the whole plan. It appeared to have shifted 3mm inferiorly to the plan. This was also reflected in the postoperative magnetic resonance imaging (MRI) prior to ablation. There was no obvious shift in navigational accuracy at the time. Patient was present.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that this issue was tracked through issue tracking record. 4.2.0: 3d scans not properly reconstructed and references to this event have been added to that record. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no reported delay and no reported impact to patient outcome. The trajectory of the visualyse catheter had deviated from the surgical plan, which may have had an impact on patient outcome overall, however the surgeon was happy with the result once the therapy had been delivered.

Manufacturer narrative:
Section-a, section-e updated. Additional info updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.